Event description:
It was reported that the 9600 system had an overheat error during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge service representative performed an on site investigation. The temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.